Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided which showed the balloon burst longitudinal at full inflation balloon area. Balloon burst radial at proximal shoulder of inflation balloon area. The complaint for balloon burst was confirmed based on provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as per follow up there was presence at native leaflets/valve with bulky calcification in native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in france, this was a case with a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During procedure, balloon aortic valvuloplasty was performed to pre-dilatate the native valve. No extra volume was added to the balloon of the commander delivery system prior to the inflation. During valve deployment, the balloon of the commander delivery system burst at the end of the deployment. The final position of the valve was acceptable. The commander delivery system was removed from the patient with no difficulty. The patient did not suffer any injury due to this event. Per medical opinion, the root cause of the balloon burst was calcification.